Manufacturer narrative:
(B)(4). Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including, but not limited to, malposition of the valve, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, a severely elliptical annulus shape, valve under-sizing. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. In this case, the cause of the malposition cannot be confirmed; however, device manipulation during deployment may have contributed. The paravalvular leak may be related to valve position and unreported characteristics of the native annulus. The annular injury is considered unrelated the edwards devices. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Post deployment of the 29mm s3 valve, the valve landed too aortic with moderate to severe regurgitation. A second valve was placed, with moderate regurgitation. Patient had a 31 mm corevalve placed in early (B)(6) 2015. The patient presented to hospital with severe ai. Examination revealed the 31 mm corevalve had migrated towards the left ventricle. The team made note of the patient¿s dilated/aneurysmal ascending aorta. The patient was placed in the or for valve-in-valve with a 29 mm evolut r per the corevalve representative¿s recommendation. After placement of the 29mm evolut, the patient still had severe ai. Post-dilation was attempted with no change to ai. It was noted that the 29 mm evolut was extending into the lv and impinging on the anterior leaflet of mitral valve. Attempts were made to snare and pull back 29 evolut. During manipulations both valves released/dislodged from the annulus and traveled into the ascending aorta resulting in open ai. The corevalves were free floating in the dilated/aneurysmal ascending aorta the physician asked for a 29 mm s3 valve. The discussion was had before opening device that the annulus may be compromised because of evolut movement/trauma. Corevalve work up from early october 2015 revealed annular area of 612 mm sq prior to 31 mm corevalve implant in early october 2015. Per operator instructions, the s3 was prepared to 1 cc (34 cc total) above nominal. The commander was passed through the corevalves into the ascending aorta. During commander advancement, the corevalve would move toward the annulus and then back toward the arch repeatedly. The s3 valve was placed. Tee revealed moderate to severe ai. Angiography revealed ncc > 95% aortic. The operator asked for a second s3 valve with 1 cc extra (total 34 cc). The second commander system was advanced through free floating corevalves. Again, the corevalves would move toward the annulus and migrate back to the arch while the commander advanced. The second s3 valve was deployed approximately 1 cell more ventricular than the first. There was still moderate to severe ai but reduced from previous, per tee. Post dilation was done with a 30 x 4 z-med bav catheter, which reduced ai on tee to closer to moderate. While attempting to remove the corevalves with a snare from the ascending aorta, the patient became hemodynamically unstable and was placed on bypass. The chest was opened revealing a ruptured annulus and aortic dissection. The surgeon commented that the ascending aorta was "paper thin and brittle and that aorta was torn." The patient did not survive the procedure. Damage to the annulus was from the corevalves being pulled out/dislodged, resulting in a weakened aorta.